Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy . There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.